Event description:
It was reported that the patient had numbness, weakness, and pain in the right arm to the point of being unable to hold onto things. Lead check showed that the right lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.